Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (4000.0 mcg/ml at 745.3 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was admitted to the emergency room (ER) with rigidity. The patient did not previously have magnetic resonance imaging (MRI) and no alarm was going off.  The healthcare provider(hcp) was looking to rule out a stroke. It was noted that the patient had a stroke a couple years ago and they were now experiencing similar symptoms of  weakness, pain, and spasticity. The patient commented, "it feels like my pump isn't working." The hcp inquired about MRI compatibility; technical services reviewed MRI labeling information. The hcp asked to have a company representative (rep) come to facility. The rep later reported that the patient came to the ER with increased pain in their left foot. It was unknown if there were external factors that contributed to the event. Diagnostics/trouble shooting performed included the pump was interrogated and the logs were checked. There were no motor stalls or event reported in the logs. The patient's last programming was on (B)(6) 2021. It was unknown if the event was resolved. Surgical intervention did not occur and it was not planned. Additional information received from the company representative indicated that there was no device issue involved. It was not confirmed that the patient had a stroke. The cause of the patient's symptoms was not determined and it was unknown if the symptoms had resolved. The patient's devices remained implanted and functioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (4000.0 mcg/ml at 745.3 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was admitted to the emergency room (ER) with rigidity. The patient did not previously have magnetic resonance imaging (MRI) and no alarm was going off.  The healthcare provider(hcp) was looking to rule out a stroke. It was noted that the patient had a stroke a couple years ago and they were now experiencing similar symptoms of  weakness, pain, and spasticity. The patient commented, "it feels like my pump isn't working." The hcp inquired about MRI compatibility; technical services reviewed MRI labeling information. The hcp asked to have a company representative (rep) come to facility. The rep later reported that the patient came to the ER with increased pain in their left foot. It was unknown if there were external factors that contributed to the event. Diagnostics/trouble shooting performed included the pump was interrogated and the logs were checked. There were no motor stalls or event reported in the logs. The patient's last programming was on (B)(6) 2021. It was unknown if the event was resolved. Surgical intervention did not occur and it was not planned. Additional information received from the company representative indicated that there was no device issue involved. It was not confirmed that the patient had a stroke. The cause of the patient's symptoms was not determined and it was unknown if the symptoms had resolved. The patient's devices remained implanted and functioning.